Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was received thru an email as " attached are registry reports from the (B)(6)." Bespoke report for: depuy gyros produced on: 05 january 2022. Licensed for use until: 05 january 2024. This report summarizes the outcome of variants of the depuy gyros in primary total hip replacement in patients registered in the national joint registry. 33 patients involved ¿ 3 revisions noted. One for stem loosening, 1 for cup loosening, and 1 for wear of acetabular component

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.